Event description:
Pt purchased a box of disposable soft contact lenses (each designed to be used one day and discarded). These contact lenses come in a box of 90. The contact lenses come in individually sealed, liquid filled packet. About 10 of the packets in the package of 90 did not have any liquid and the contact lenses were dry. The product was returned to the place of purchase and replaced with a newer product.